Event description:
During a lap gastric bypass procedure, the device tested fine and would not work approx 15 minutes into the case. A solid tone was heard however no error code was displayed on the generator. A new one was opened to complete the case. No patient consequence.